Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed customer fault symptom 32056 on universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 4 was analyzed and the error 32056 was found indicating failure to initialize i2c device pointing to the yaw axis, confirming the fault had occurred in the field. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight and yaw searchlight flat flex cable (ffc) were found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that they were getting errors on universal surgical manipulator (usm) arm 4. Tse confirmed the errors on the system logs. The customer observed error 32056 errors and system requested to disable usm arm 4. The customer power cycled the system two times; however, the errors persisted. The procedure was aborted to another dv system with no reported injury.